Event description:
2020-(B)(6) rtg0053052 (con): information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was having trouble with the rtm because of difficulty getting it to connect with the ins to charge. The patient indicated throughout the call that he noticed the issue in the last 1-2 weeks. Pss asked for clarification. Patient confirmed with pss that he saw a call manufacturer screen where he had to take the battery pack out of the controller and reinsert it to charge the ins. The patient noted that when he did this, the issue resolved and he was able to get the ins charged within approximately 30 minutes. Patient confirmed that the rtm was not getting hot and was not damaged, but noted there was a ticking noise coming from the rtm receiver box, which pss reviewed was normal. Patient indicated as well that he saw no device found on his controller and had to work through the passive recharge mode screens to get the ins charged. Patient noted that it took him 6 attempts to get past these screens to charge. The patient added he also sees a screen that displayed that he had a "bad connection" and that he currently runs his ins 24/7 and with 4 programs. Pss reviewed charging with the patient and requested the patient call back if the error screens appear again. Additional information was received from the patient. It was reported that the patient took the battery out of the controller, but the issue was not resolved until the recharger was replaced. The equipment was now working great and the patient was able to connect to the ins. The patient said there was no stress relief on the recharger where the wires go into the paddle, so over time that will become an open circuit which would cause for the connection to be lost due to no signal coming back from the ins to the equipment. Information was received from a consumer regarding a patient who is implanted with a neurostimulator (ins). The patient stated that for the past 4-6 weeks he had a difficult time connecting to his ins to charge the ins. He would see "poor recharge quality" or "looking for device". The patient stated this happened for 20 minutes yesterday. Resetting the controller does not resolved the issue. He mentioned that his recharger antenna (rtm) cord "where it enters the donut" is "arched" from the way he kept the rtm cord when he charges. He said that sometimes he can move the wire and he would be able to connect. No further complications reported. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.***

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was having trouble with the rtm because of difficulty getting it to connect with the ins to charge. The patient indicated throughout the call that he noticed the issue in the last 1-2 weeks. Pss asked for clarification. Patient confirmed with pss that he saw a call manufacturer screen where he had to take the battery pack out of the controller and reinsert it to charge the ins. The patient noted that when he did this, the issue resolved and he was able to get the ins charged within approximately 30 minutes. Patient confirmed that the rtm was not getting hot and was not damaged, but noted there was a ticking noise coming from the rtm receiver box, which pss reviewed was normal. Patient indicated as well that he saw no device found on his controller and had to work through the passive recharge mode screens to get the ins charged. Patient noted that it took him 6 attempts to get past these screens to charge. The patient added he also sees a screen that displayed that he had a "bad connection" and that he currently runs his ins 24/7 and with 4 programs. Pss reviewed charging with the patient and requested the patient call back if the error screens appear again. No further complications were reported/anticipated.